Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing and low out of range pacing impedance measurements. Another rv lead was successfully implanted. No additional adverse patient effects were reported.